Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. Upon interrogation, it was noted that there was a premature decline in the battery life on the pacemaker. The device was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was at end of service (eos) upon receipt and battery voltage recovered during analysis due to device being without load after explant. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis.